Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. Without a device evaluation, a root cause for the reported event cannot be determined. The customer's reported complaint description of "luer lok became loose" cannot be confirmed. In regards to similar reported events, a manufacturing engineer review stated it is possible that when bonding the lok to the fiber, if an operator (employee) places too much force on a fiber once it is up against the stop (manufacturing equipment), the fiber could bend away from the path of the plasma pen (manufacturing equipment) and thus adversely affect the resultant surface energy from the plasma treatment. A potential root cause for this issue is inadequate bonding of the lok to the fiber. Another possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 20cm." A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: at the close of an evlt procedure, while withdrawing the laser fiber from the patient, it was noted the tip of the fiber was extended approximately 4-5 cm's outside of the sheath. The physician noted the fiber stop had detached from the fiber shaft. Via ultrasound, it was confirmed the patient's vein was not damaged due to this event. As a precautionary measure, the patient was prescribed an anticoagulant. It was reported the disposable device is not available for return to the manufacturer for a device evaluation as it was disposed of by the user.